Event description:
On (B)(6) 2011, the patient was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2011, an ultrasound revealed a possible type iii endoleak in the proximal neck of the trunk-ipsilateral leg component. No aneurysm growth was noted. On (B)(6) 2012, an angiogram confirmed the possible endoleak and the patient was implanted with two gore excluder aaa endoprosthesis aortic extender components in the area of the leak. The endoleak was resolved and no further complications were reported.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.